Manufacturer narrative:
Summary of evaluation: the stemed baseplate could not be evaluated for the rpt'd "damage" as it has not been returned for evaluation but rather has been retained by the pt. Attempts to obtain lot code info have been unsuccessful. Therefore, a DHR review is not possible.

Event description:
Reporter states, "total knee arthroplasty revision right knee."